Event description:
It was reported that the device had downstream occlusion issues. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
During visual inspection the device was observed to have a damaged lemo connector and scratched lens. Although no issues were identified during functional testing, review of the device event log showed a downstream occlusion alarm had been previously activated, which confirmed the reported issue. The investigation traced the issue to the device's downstream occlusion sensor, which was determined to be faulty. However, no root cause could be established for this condition.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device's downstream occlusion sensor was replaced.